Event description:
It was reported that the unit did not function as intended.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
It was reported that this probe was not cutting or heating up properly. The device was returned and the reported failure mode was confirmed. The returned unit was missing the electrode, which would result in the unit not working (cutting or coagulating tissue) after it fell off. The detached electrode was not returned with the unit. The investigation found scratch wear marks on the insulation and lumen concentrated in the front of the probe, below the electrode. Furthermore, the activation history for the unit was activated on (B)(6) 2014, using a serfas energy console, 19 times, for 145 seconds to coagulate and cut tissue at a power level setting of 9 (power setting range is 0-11). The probable root causes for the reported condition can be associated to misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit did not function as intended.